Event description:
It was reported that the user experienced fluctuating blood glucose with rebound highs after pausing insulin and disconnecting the ilet during lows, while treating hypoglycemia with approximately 2 ounces of juice. Education was provided on appropriate low blood glucose treatment and to avoid pausing for lows. Symptoms included hypoglycemia and hyperglycemia ranging from 48 mg/dl to 401 mg/dl. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue was associated with improper or incorrect procedure or method, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.